Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was posted via (B)(6). Patient stated she had a pkr approximately 5 months ago which was aborted to a total and has had 2 manipulations which left her knee feeling very stiff.